Manufacturer narrative:
Age at time of event: 18 years or older.   Device evaluated by MFR.: the complaint device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per product specification. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that difficulty withdrawing was encountered and balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified shunt in a vessel. A 3.5-4/4t/90 symmetry¿ balloon catheter was advanced to predilate the lesion. When the balloon was inflated, balloon 'waist ' could not be removed and it ruptured when the pressure was gradually applied up to 15 atmospheres. The procedure was completed with 4x4mm symmetry¿ balloon catheter. No patient complications were reported and the patient's status was good.